Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 2.1 was failed to open and it was unable to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main drawer 2.1 failed to open and it was unable to recover. The field service engineer (fse) had removed the back panel and found solenoid plunger was broken at bottom of the device. And the field service engineer (fse) resolved the issue by replacing the solenoid plunger and verified functionality. The system functioned as intended after the field service engineer repaired the device.